Manufacturer narrative:
H.6 investigation summary: this complaint is for false resistance with ertapenem when using nmic-306 (449292) batch numbers 1306542 and 1320562. The customer did not provide isolates or lab reports but did provide panel returns and binary files for the investigation. At the time of the investigational testing, the customer returned panels could not be located. Therefore, panel retention samples were used for investigational testing. To investigate, a total of three (3) retention panels from complaint batch 1306542 were tested using qc isolate escherichia coli ((B)(6)) on a phoenix instrument and evaluated for ertapenem (etp). Three (3) retention panels from complaint batch 1320562 were tested using qc isolate escherichia coli ((B)(6)) on a phoenix instrument and evaluated for ertapenem (etp) results . During the investigation, all six (6) panels yielded expected mic results. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches 1306542 and 1320562. A review of complaints revealed no additional complaints on either of the complaint batches 1306542 and 1320562. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: ø media selection o isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. O ensure quality of vendor selection for plated media. Variations in formulations may impact results. ø culture handling o cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. O for qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). ø mcfarland preparation o use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. O ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. O prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. O ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. O confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. O use bacterial suspensions within 60 minutes of preparation. ø panel preparation o panels should be used within 2 hours of removal from pouch. O inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. O allow sufficient time for fluid to traverse down the well tracks before moving the panel. O avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. O inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Event description:
It was reported that the bd phoenix¿ panel nmic-306 produced a false resistant result for ertapenem in lots 1306542 and 1320562. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer has a rule to flag, intermediate and resistant, ertapenem and meropenem, to verify the results. Customer is reporting they are seeing an increase in the number of isolates flagged. Customer is getting resistant ertapenem, and isolates are susceptible by e-test. Customer said it is not instrument specific, as they have 6."

Event description:
It was reported that the bd phoenix¿ panel nmic-306 produced a false resistant result for ertapenem in lots 1306542 and 1320562. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer has a rule to flag, intermediate and resistant, ertapenem and meropenem, to verify the results. Customer is reporting they are seeing an increase in the number of isolates flagged. Customer is getting resistant ertapenem, and isolates are susceptible by e-test. Customer said it is not instrument specific, as they have 6."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1306542, medical device expiration date: 2022-11-30, device manufacture date: 2021-11-02. Medical device lot #: 1320562, medical device expiration date: 2022-11-30, device manufacture date: 2021-11-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.